Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that tube plastic 16x100mm bulk pack was missing a component. The following information was provided by the initial reporter: "material no. 367982, batch no. Unknown . It is reported customer is missing rubber stoppers. Verbiage received, - "we at fisher recently had a customer complaint that 367982 did not include rubber stoppers with the tubes. Our website has conflicting information as to whether they are or are not included. Could you please confirm whether the stoppers should or should not be included?""

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that tube plastic 16x100mm bulk pack was missing a component. The following information was provided by the initial reporter: "material no. 367982, batch no. Unknown. It is reported customer is missing rubber stoppers. Verbiage received, - "we at fisher recently had a customer complaint that 367982 did not include rubber stoppers with the tubes. Our website has conflicting information as to whether they are or are not included. Could you please confirm whether the stoppers should or should not be included?""